Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation. Complications reported included heart failure, prolonged hospitalization, major bleeding, myocardial infarction, endocarditis, recurrent tr, additional triclip procedure, tissue damage, slda, migration, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "efficacy of transcatheter edge-to-edge repair for cardiac implantable electronic device-associated tricuspid regurgitation: insights from the tri-spa registry" was reviewed. The article presented a retrospective multi center study, to evaluate the effectiveness and clinical outcomes of tricuspid transcatheter edge-to-edge repair (t-teer) in patients with cardiac implantable electronic devices (cieds). Devices mentioned include mitraclip, triclip, and a non-abbott device. The article concluded that in a real-world setting, t-teer seems to be an effective therapeutic option for selected patients with more than moderate tr and cieds with no or mild lead-leaflet interaction, offering comparable cardiovascular outcomes and clinical improvement to those without leads. However, the presence of cieds may represent an independent risk factor for tr recurrence. [The primary author and corresponding author was xavier freixa at hospital clínic de barcelona institution with corresponding email xavierfreixa@hotmail.com]. The time frame of the study was june 2020 to may 2023. A total of 310 patients were included in this study, of which 247 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation. (B)(6), unk mitraclip peri- and post-procedural complications included heart failure, prolonged hospitalization, major bleeding, myocardial infarction, endocarditis, recurrent tr, additional triclip procedure, tissue damage, slda, migration, death. (B)(6), unk triclip peri- and post-procedural complications included heart failure, prolonged hospitalization, major bleeding, myocardial infarction, endocarditis, recurrent tr, additional triclip procedure, tissue damage, slda, migration, death.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Literature attachment: article title "efficacy of transcatheter edge-to-edge repair for cardiac implantable electronic device-associated tricuspid regurgitation: insights from the tri-spa registry." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.